Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. (The outer tube has a dent, the fiber bonding in the outer tube area (distal end) is damaged.) The most probable cause of the complaint is cause linked to device but unable to trace more specifically. (The outer tube (thermistor) is broken and therefore error 104 occurs) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited broken outer tube (thermistor), error 104, dent outer tube and damaged fiber bonding in the outer tube area (distal end). There was no patient involvement.